Manufacturer narrative:
H3: analysis identified fluid/crystallized residue on the feedthrough posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with an electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2000 mcg/ml at a dose rate of 350 mcg/day via an implantable pump. It was reported that a critical alarm regarding pump motor stall occurred. The patient experienced a return of spasticity, discomfort, and minor withdrawal symptoms. The physician seen the patient on (B)(6) 2025 and interrogated the pump several times. They tried to program a bolus to restart the pump but were without success. Oral baclofen was presribed. There were no known factors that may have led or contributed to the event. The physician decided to replace the pump the same day given the patient's discomfort. The issue was resolved as of (B)(6) 2025. The patient was without injury regarding their status as of (B)(6) 2025. The pump was to be returned to the manufacturer. The patient's medical history was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 correction: f2303 added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: eval code conclusion updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. As per the pump log, a service code 529 was displayed regarding the pump motor having stopped and restarted. Also, per the log, the following occurred: (B)(6) 2025 02:33 ¿ critical alarm regarding pump motor stall, (B)(6) 2025 02:33 ¿ critical alarm regarding motor stalled for more than 48 hours, (B)(6) 2025 18:23 ¿ pump motor stall recovered, (B)(6) 2025 17:39 - critical alarm regarding pump motor stall, and (B)(6) 2025 18:07 ¿ pump motor stall recovered. The pump administered baclofen with concentration 2,000.0 mcg/ml at a dose rate of 349.7 mcg/day.